Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead noise. It was suspected that a pulse generator malfunction might be causing the lead noise. The device was explanted and the lead was capped on (B)(6) 2019. Replacement device and lead were implanted. The patient was in stable condition before, during, and after the procedure.